Event description:
As reported by the user facility: "reported extension set (possible lot #60502554) disconnected from alaris medley pump set 2420-0500, two piece luer lock set. Pt was in critical care unit with swan ganz catheter, pt had blood loss, amount unk. Pt required blood replacement.